Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test was performed and it was noticed that the balloon had a pinhole located at the distal section of the balloon material, thereby confirming the reported event of balloon leak. No kinks or damaged noted along the shaft of the device. No other problems were noted during product analysis. The device may have encountered difficult patient anatomy such as a high percentage of stenosis, calcification or tortuosity and it is possible that the device had an interaction with a stone which could have possibly affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy (urs) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the contrast agent continued to drain out. The procedure was completed with another passport balloon dilatation catheter. Note: a photo was submitted by the customer showing a deflated balloon. No visible problem was noted to the catheter. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test was performed and it was noticed that the balloon had a pinhole located at the distal section of the balloon material, thereby confirming the reported event of balloon leak. No kinks or damaged noted along the shaft of the device. No other problems were noted during product analysis. The device may have encountered difficult patient anatomy such as a high percentage of stenosis, calcification or tortuosity and it is possible that the device had an interaction with a stone which could have possibly affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy (urs) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the contrast agent continued to drain out. The procedure was completed with another passport balloon dilatation catheter. Note: a photo was submitted by the customer showing a deflated balloon. No visible problem was noted to the catheter. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.